Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a citation stem was reported. The event was confirmed through evaluation of the provided photographs. Method & results: product evaluation and results: the device was not returned however photographs were provided for review. The photographs show fracture of the stem at the trunnion. The trunnion also shows signs of damage. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the trunnion of the citation stem breaking off. Surgeon reported patient is very active, cycling 30 miles per day. The stem and head were revised. There are no allegations against the revised head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to the trunnion of the citation stem breaking off. Surgeon reported patient is very active, cycling 30 miles per day. The stem and head were revised. There are no allegations against the revised head.